Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that all of the indicator lights on the remote monitor began to blink at once, which is an indication that it was not able to power up. Attempts to reset the monitor were unsuccessful. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.